Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported the pt awoke the morning post procedure and upon getting up, heard a popping sound followed by a large amount of swelling and a hematoma formation in the right groin. The pt was brought to the ccu by ambulance and treated with fluid resuscitation and a fem-stop was applied. Following a 24hr hospital stay, the pt was discharged. Doppler results suggested a possible fistula/small aneurysm. A CT scan revealed a high density object seen in the subcutaneous tissue. The angio-seal was seen lying anterior to the vessel. There was obvious hematoma or false aneurysm detected.